Manufacturer narrative:
The device has not been made available at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges trying to pick up a key and the scooter came down on top of consumer. Alleges when scooter tipped over, the seat snapped off.

Manufacturer narrative:
The device was returned and evaluated. Likely operator error. The text of the complaint indicates the end user was attempting to pick up a key. There is a warning about reaching and bending on pg. 19 of the consumer safety guide.

Event description:
Alleges trying to pick up a key and the scooter came down on top of consumer. Alleges when scooter tipped over, the seat snapped off.